Manufacturer narrative:
Concomitant products: 6949-65, lead, implanted: (B)(6) 2007; dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and high impedance. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.